Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead micro-dislodged and thresholds were unstable and increased. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.